Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak pressure testing was performed and a leak was observed at the joint between the male luer lock adaptor and the interlink injection site. Microscopic inspection of the joint revealed no visible damages or cracks on the device. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter extension set leaked. The leak was further described as blood leaked out from the connection between the tubing and the male luer. This occurred during an unspecified step in patient therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.